Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the device's internal hybrid layer capacitor (hlc) batteries, designators bt1, bt2, and bt3 on the analog pcb assembly were depleted. From the device data download it was observed that the depleted charge-pak battery charger had depleted the device's internal hlc batteries within several days. The device was opened, and then an internal physical inspection was performed. No discrepancies were observed. During evaluation of the charge-pak battery charger, it was observed that the customer had plugged a shorting bar into their charge-pak battery charger prior to installation into the device. The bar had shorted/depleted the charge-pak, and damaged the connector contacts. The cause of the reported issue was due to installing a shorted/depleted charge-pak battery charger into the device. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not display the ok icon after installation of new charge-pak¿ battery charger. They later also reported that their device showed the service wrench and attention icons in the readiness display, but could still be powered on. During device evaluation, physio observed that the device had all three icons (charge-pak, attention and service wrench) in the readiness display and could not be powered on anymore. There was no patient use associated with the reported event.